Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that two weeks post-implant, the patient experienced sudden onset of increase in power and flow events today. A slow decrease in the patient's hemoglobin level was noted this week and the plasma free hemoglobin was 9, generally stable to slightly higher. The patient's lactate dehydrogenase (ldh) level was lower today at 467. Changes were noticed when the patient was placed back on power module following walk with cardiac rehab, but maintained elevated for greater than 1 hour and ongoing. A review of the submitted log file to the MFR for analysis noted a few transient power elevations associated with low flow events. Additional information received indicated that the patient was doing better with stabilized power. The patient was discharged and additional laboratory work was scheduled. No other information is available at this time.

Manufacturer narrative:
The MFR is attempting to acquire additional information from the hospital regarding the event and patient outcome. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.